Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was under infusing. The blood programmed to transfuse at 60ml/hr, changed pumps; kept having to increase 50ml/hour then 100ml/hour then 150 ml/hour. The pump alarmed complete but it was not. Changed the pump and it infused fine. The event happened during delivery at the general patient ward department. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found to deliver within specification during flow accuracy testing. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.